Event description:
The facility's biomedical engineer had sent an infusion pump in for service where a baxter service technician had discovered a failure code 812:02 during power-up. The biomedical engineer had stated that no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.